Event description:
During the preparation, it was noticed that the mid shaft of the mach 1 guide catheter was broken. The procedure was completed with another of the same device. No patient complications were reported and the patient's status is stable.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a mach 1 guide catheter with no original packaging or other devices. The entire length of the mach 1 guide catheter was visually, microscopically and tactilely examined. There were multiple kinks along the entire length of the shaft. Inspection of the remainder of the device presented no other damage or irregularities. There was no evidence of any material or manufacturing deficiencies contributing to the damage. The reported broken shaft was not confirmed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. Based on a thorough analysis of the returned device, which revealed no evidence of the alleged issue or any anomalies that could have contributed to the reported event, the root cause classification 'not confirmed' was assigned. (B)(4).

Event description:
During the preparation, it was noticed that the mid shaft of the mach 1 guide catheter was broken. The procedure was completed with another of the same device. No patient complications were reported and the patient's status is stable.